Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that, "dr. Was removing plate with revision driver. Inner shaft driver was inside screw and as he began to back screw out over plate, the inner driver tip broke."